Manufacturer narrative:
Please note the corrections to d1, d4 catalog # and gtin.

Event description:
As reported: "fracture of a femoral plate 2 months after surgery".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The microscopic examination of the fracture surface reveals the breakage to be a typical fatigue pattern evident by a smooth topography. Lines of rest are visible on both sides of the fracture. There are shiny surfaces on the broken faces, which indicates that the fragments rubbed against each other after the breakage. The rest of the breakage face has the typical view of breakage in a fatigued manner with a uniform fine-grained texture. With the available radiograph, a formal medical opinion was sought: "there are some suggestive signs of the shortening after the plate breakage, the hypertrophic callus formation, and the remaining fracture line, all may point to a non-union." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a combination of user and patient-related factors. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "fracture of a femoral plate 2 months after surgery".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of a femoral plate 2 months after surgery".